Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No prime/fill anomaly, however the motor was very loud during motor rewind due to faulty motor. The device also had a scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was about to change the set but the insulin pump would not rewind. Blood glucose value was 257 mg/dl. She stated that she did not try to deliver a bolus while in the rewind/fill tubing process. She was advised to press the act button on the rewind complete screen, but she stated that the screen never showed it was rewinding. The customer explained that she pressed the act button to rewind and the motor did a faintly sound and did not get the rewind complete message. She was advised to remove the battery for 11 minutes and was assisted with completing the rewind and prime process. The insulin pump was replaced and returned for analysis.